Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event as analysis determined the pump met specification. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump component was visually inspected, microscopically examined, and tested for leaks. The check ball valve was identified to be loose/detached within the pump shell. No leaks were identified during the leak test. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Pump was destructively dissected to measure normal check ball valve location inner diameter. Initial measurements performed indicated that the inner diameter locations were undersized compared to dimensional drawings. Follow up measurements performed concluded that the inner diameter locations were within specification. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to reposition the pump of their chronic artificial urinary sphincter (aus). During the reposition procedure the physician elected to replace the aus pump with this new aus pump. When the physician implanted and connected the new pump and attempted to cycle the component, the red crystal fell out of the pump valve. The physician decided to explant this new non-functional pump and reconnect the existing implanted pump. This pump was returned for analysis. There were no clinical consequences to the patient.

Event description:
It was reported that the patient had a surgical procedure to reposition the artificial urinary sphincter (aus) pump. During the reposition procedure the physician elected to replace the aus pump with a new aus pump. When the physician implanted and connected the new pump and attempted to cycle the component, the red crystal fell out of the pump valve. The physician decided to explant the new non functional pump and reconnect the existing implanted pump. There were no clinical consequences to the patient.